Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed approximately six months prior to (B)(6), 2010. According to the complainant, during the procedure on (B)(6), 2010, when attempting to remove the original securi-t percutaneous replacement gastrostomy tube, a part of the bumper broke off. The broken piece was found at the surface of the stoma site, and it was removed with forceps. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. It was reported that the account would not release any patient information.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed approximately six months prior to (B)(6), 2010. According to the complainant, during the procedure on (B)(6), 2010, when attempting to remove the original securi-t percutaneous replacement gastrostomy tube, a part of the bumper broke off. The broken piece was found at the surface of the stoma site, and it was removed with forceps. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. It was reported that the account would not release any patient information.

Manufacturer narrative:
(B)(4) - internal bolster detached and retrieved. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination showed residue was present on the device to indicate use. The c-clamp was in closed position. Both y-connector ports were closed. External bolster was found to be without issue. Obturator anchor pocket intact. Internal bolster partially torn off and fragment returned. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. During the physical evaluation it was found that the internal bolster had been partially separated and detached portion was returned. Portion of bolster remaining was slightly detached from tubing. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 12860864.